Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2017; 5071-53 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation caused by the two left ventricular (lv) leads. It was noted that the lv leads had high threshold measurements. Both leads were capped and replaced. No further patient complications have been reported as a result of this event.